Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: review of the black box data did not reveal any records indicative of power issues. On investigation, the pump powered on with audio tone and vibration present. Investigation did not duplicate the alleged no power issue. Additional product issue(s) have been reported and detailed on medwatch report #2531779-2015-43094.